Event description:
The customer stated that insulin was squirting out during the manual prime. Unable to check the alarm history due to the prime anomaly. The reported blood glucose reading was 59 mg/dl, which was treated with carbohydrates. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. Unable to test the low reservoir alarm due to the prime anomaly. The insulin pump had a scratched display window and broken reservoir tube lip.